Manufacturer narrative:
H10: h3, h6: one of the reported devices was received incomplete, and in addition another device, which was not the one originally reported, was received for evaluation. A visual evaluation of the returned devices found they are not in their original packaging. Device 1 was returned with no suture or anchors returned. There is biological debris on the device. Device 2 was returned, unactuated, on the insertion device, with the suture strings in place. There is no damage to the anchors. Based on the condition of the product material found during visual inspection, additional material testing is not required. An image evaluation was performed and found one anchor with a broken tip and the other with broken threads. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found one anchor with a broken tip and the other with broken threads. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, two (2) footprint anchors broke. The procedure was completed using a back-up device, but it is unknown if there was surgical delay. No further complications were reported.

Event description:
It was reported that during an arthroscopy, two (2) footprint anchors broke inside the patient. The insertion site was cleared of all debris prior to insertion of the anchor, and the broken pieces were retrieved from the patient using tweezers. The procedure was completed using a back-up device in the originally drilled bone hole and no void was left inside the patient, it is unknown if there was surgical delay. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information in a1, a2, a3, a4, b5 and h6: health effect - impact code.